Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a medication that was not in the approval queue. The technical service engineer instructed the settings on the facility formulary and performed sync to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a medication item not available. The customer reported that the issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.